Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened arterial kit for analysis. No definite signs-of-use were observed. Visual inspection of the guide wire revealed one kink along the body. Evidence of a white particulate resembling adhesive was also present within the swg tubing towards the distal end of the guide wire. Uv light testing was then performed, and the results were inconclusive. Microscopic examination confirmed the defect and revealed that the distal weld is full and spherical. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit, it states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was threaded through the returned cannula and was able to pass with minor resistance. Functional testing of the guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. This type of damage is consistent with resistance encountered while advancing the guide wire through the needle cannula during functional inspection which likely resulted in the damage observed. An investigation was previously implemented to address this issue. The investigation indicates that the issue is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (september 2022). Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the swg was found kinked prior to use on the patient". No patient involvement.